Event description:
It was reported that the implantable cardioverter defibrillator (ICD) alerted for a right ventricular (rv) lead integrity short interval counts (sic). The patient was seen and the rv lead integrity sic issue was confirmed by the clinician. The lead remains in use and a lead revision has been planned but not set. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).